Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling device k-wire settings could not be changed, did not function, was frozen/would not move, would not hold the k-wire and had component damage. It was further determined that the device failed pretest for general condition, check function of the adjusting sleeve, check function of the tension lever, check the tool coupling, check self holding force in the smallest range, check self holding in the largest range and check function in running mode. It was noted in the service order that the device had a broken piece. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. UDI: (B)(4).